Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture of a left side. Later healthcare professional rupture diagnosed by ultrasound. Later healthcare professional provided MRI diagnosis "double capsule.. Thickening of the pseudocapsule..fluid infiltration...intracapsular rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture of an unknown side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, b6, d6a, d6b, g4, h6. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported left side "double capsular contour", "thickening of pseudocapsule", "presence of fluid infiltration at the level of the subcapsular silicone", "intracapsular rupture". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture of an unknown side. Device remains implanted.